Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 330cc mentor smooth round high profile saline prosthesis. Post-operatively, the patient is stated to have experienced a deflation event. The information did not specify if the deflation was unilateral/bilateral or indicated a left/right deflated prosthesis. As both implant¿s information was provided, it is assumed both implants were reported deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-00712 for the contralateral event.

Manufacturer narrative:
On march 03, 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on march 13, 2022. During the visual analysis of the returned breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed an area of missing material on the posterior view, measuring approximately 0.2 cm x 0.3 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the missing material, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. On march 18, 2022, mentor became aware that information was inadvertently missed in the first supplemental report. The required intervention box should have been checked as the device was explanted. Manufacturer¿s reference number: (B)(4) in the first follow-up report, b2. Is required intervention should have been checked.

Manufacturer narrative:
On january 31, 2022, mentor received follow-up information which indicated the device was explanted and provided the patient's ethnicity. Furthermore, it was confirmed that the event was a unilateral deflation of the right breast prosthesis. Date of explantation: january 26, 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).